Event description:
The patient was in the ER (emergency room) with hypertension and going thru withdrawal. The ptm (personal therapy manager) was giving and error code which signified that the pump had reached eos (end of service). The hypertension was attributed to the pump reaching eos. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information could be obtained.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8835, serial# unknown, product type: programmer, patient. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).